Event description:
On (B)(6) 2025, the user¿s spouse reported that the ilet displayed a persistent alert 41 despite multiple restarts. The alert reappeared immediately following additional restart attempts. Blood glucose (bg) was not affected. A replacement ilet was issued.